Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, a polarcup trial insert nav 22/51 broke while impacting. The procedure was completed, with a delay less then 30 min, using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
It was reported that, during a thr surgery, a polarcup trial insert nav 22/51 broke while impacting. The procedure was completed, with a delay less than 30 min, using a s+n back-up device. Patient was not harmed. The complaint device, used in treatment, was returned for investigation and the reported failure mode could be confirmed upon visual inspection. A review of the batch record revealed no deviations from the standard manufacturing process. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. The IFU (no. 12.23, ed. 03/21) refers to the surgical technique for the correct handling of surgical instruments. The functionality of instruments should be checked and using damaged instruments may lead to early failure to implants. However, in this case it is unclear what may have caused the failure mode. Based on the performed investigations, the reported failure mode could be confirmed. A relationship between the reported event and the device can be confirmed. The reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be discarded.

Manufacturer narrative:
It was reported that, during a thr surgery, a polarcup trial insert nav 22/51 broke while impacting. The procedure was completed with a delay less than 30 min using a s+n back-up device. Patient was not harmed. The complaint device, used in treatment, was not returned for investigation hence the product evaluation could not be performed. A review of the batch record revealed no deviations from the standard manufacturing process. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. The IFU (no. 12.23, ed. 01/21) refers to the surgical technique for the correct handling of surgical instruments. The functionality of instruments should be checked and using damaged instruments may lead to early failure to implants. However, in this case it is unclear what may have caused the failure mode. Based on the performed investigations, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. The reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. This investigation is considered closed. Should the complaint device become available, the complaint will be reassessed.